Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient had no symptoms during the sensor session until (B)(6) 2022. The patient experienced a skin reaction with an infection at the insertion site that was swollen and flared/inflamed. Due to the patient having discomfort and a visible reaction she was taken to the general practitioner and was treated with flucloxacillin antibiotic 5 ml three times daily for five days. At the time of the report the patient was stable; the symptoms were reducing but there was still a lump at the site. No additional patient or event information is available.